Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited high out of range shock impedances measuring greater than 200 ohms. It was noted there was intermittent spikes in impedances over the past couple months. It was observed that threshold values have increased from 1.2 to 2. There was no stored episodes and no noise observed. Technical services recommended to consider a chest x-ray or defibrillation threshold (dft) testing and discussed possible causes. This implantable cardioverter defibrillator (ICD) and other manufactures rv lead remains in service. No adverse patient effects were reported.